Manufacturer narrative:
The device has been received at the manufacturer for investigation. According to the investigation details, the trigger assembly and the asic motor was corroded and needed to be replaced in addition to other components. The device was repaired and returned to the customer.

Event description:
It was reported that the drill gets stuck with drilling. Although, there was pt involvement, there were no adverse consequences or delay in the procedure.